Event description:
It was reported that the tip of the device broke off during the vertebroplasty. The dr retrieved the tip, no pt complications were reported.

Manufacturer narrative:
Product was returned to MFR for eval. Eval shows that the broken osteotome part obtained from the field was analyzed by comparing it with the previously analyzed parts. Both these osteotomes broke at the same point. This is a location in the osteotome that experiences maximum strain when the osteotome is deployed against the hard bone (or blocked window). Based on the previous analysis, it can be suggested that the osteotome may have experienced strains beyond 8% (normal recoverable range for nitinol super elasticity) and may have broken under tension or compression after local plastic deformation in that area. It is inconclusive as details of the case are unk.